Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The device revealed it was above elective replacement indicator (eri) when received and communicated appropriately. The cause of infection could not be traced to the device.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient presented to the hospital for system explant procedure due to infection. The device and leads tested normally prior to the event. The entire system was explanted and replaced without complication. The patient was stable after the procedure. Related manufacturer reference number: 2938836-2019-13701. Related manufacturer reference number: 2938836-2019-13702.